Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which resulted in high blood glucose event, the elevated blood glucose was successfully managed by the patient through self-administration of insulin via pen, resolving the issue with no further complications.

Manufacturer narrative:
MDR initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.